Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a request for a review of device episodes was needed as the patient had received cardiopulmonary resuscitation (CPR) earlier that morning. Technical services (ts) reviewed the provided data and noted that one of the episodes showed an inappropriate shock while one of the episodes showed an accelerated rhythm to a ventricular tachycardia. The other reviewed episode showed an appropriate shock and was able to covert the patient arrhythmia. Ts noted that the arrhythmia between the two other reviewed arrhythmias could have been related to the patient receiving CPR but has not yet been evaluated as the stored data had not been provided. Based on the provided electrocardiograms there was a high-rate event which may have continued between the two reviewed episodes. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that a request for a review of device episodes was needed as the patient had received cardiopulmonary resuscitation (CPR) earlier that morning. Technical services (ts) reviewed the provided data and noted that one of the episodes showed an inappropriate shock while one of the episodes showed an accelerated rhythm to a ventricular tachycardia. The other reviewed episode showed an appropriate shock and was able to covert the patient arrhythmia. Ts noted that the arrhythmia between the two other reviewed arrhythmias could have been related to the patient receiving CPR but has not yet been evaluated as the stored data had not been provided. Based on the provided electrocardiograms there was a high-rate event which may have continued between the two reviewed episodes. No additional adverse patient effects were reported. Ts further reviewed the episodes in question and noted that in one of the episodes the device delivered five shocks which was the maximum in a single episode thus therapy was exhausted. After the fifth shock the device was still able to monitor the heart rate and detect end of an event criteria, but no tachycardia re-detection occurred for the therapy. Ts noted that the 1st to 4th shocks were inappropriate shocks for atrial tachycardia/atrial fibrillation, while the 5th shock was delivered at the timing of the r wave according to the electrocardiogram, but this shock accelerated the rhythm to a ventricular tachycardia. Ts noted that the next episode then occurred, but the previous episode was still in progress at the time of the onset of the next episode. The end of the episode was met due to under sensing. The device detected the rhythm as a new event as the end of the episode criteria was satisfied and the device delivered a shock and was able to terminate the arrhythmia. It was noted that CPR was performed around the time of event. Thus, the CPR administered was due to induced ventricular tachycardia/ventricular fibrillation (vt/vf) by 5th shock delivered. Currently the device settings were changed to a shock zone only 250 beat per minutes, which may delay arrhythmia detection. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a request for a review of device episodes was needed as the patient had received cardiopulmonary resuscitation (CPR) earlier that morning. Technical services (ts) reviewed the provided data and noted that one of the episodes showed an inappropriate shock while one of the episodes showed an accelerated rhythm to a ventricular tachycardia. The other reviewed episode showed an appropriate shock and was able to covert the patient arrhythmia. Ts noted that the arrhythmia between the two other reviewed arrhythmias could have been related to the patient receiving CPR but has not yet been evaluated as the stored data had not been provided. Based on the provided electrocardiograms there was a high-rate event which may have continued between the two reviewed episodes. No additional adverse patient effects were reported. Ts further reviewed the episodes in question and noted that in one of the episodes the device delivered five shocks which was the maximum in a single episode thus therapy was exhausted. After the fifth shock the device was still able to monitor the heart rate and detect end of an event criteria, but no tachycardia re-detection occurred for the therapy. Ts noted that the 1st to 4th shocks were inappropriate shocks for atrial tachycardia/atrial fibrillation, while the 5th shock was delivered at the timing of the r wave according to the electrocardiogram, but this shock accelerated the rhythm to a ventricular tachycardia. Ts noted that the next episode then occurred, but the previous episode was still in progress at the time of the onset of the next episode. The end of the episode was met due to under sensing. The device detected the rhythm as a new event as the end of the episode criteria was satisfied and the device delivered a shock and was able to terminate the arrhythmia. Currently the device settings were changed to a shock zone only 250 beat per minutes, which may delay arrhythmia detection. The device remains implanted.

Event description:
It was reported that a request for a review of device episodes was needed as the patient had received cardiopulmonary resuscitation (CPR) earlier that morning. Technical services (ts) reviewed the provided data and noted that one of the episodes showed an inappropriate shock while one of the episodes showed an accelerated rhythm to a ventricular tachycardia. The other reviewed episode showed an appropriate shock and was able to covert the patient arrhythmia. Ts noted that the arrhythmia between the two other reviewed arrhythmias could have been related to the patient receiving CPR but has not yet been evaluated as the stored data had not been provided. Based on the provided electrocardiograms there was a high-rate event which may have continued between the two reviewed episodes. No additional adverse patient effects were reported. Ts further reviewed the episodes in question and noted that in one of the episodes the device delivered five shocks which was the maximum in a single episode thus therapy was exhausted. After the fifth shock the device was still able to monitor the heart rate and detect end of an event criteria, but no tachycardia re-detection occurred for the therapy. Ts noted that the 1st to 4th shocks were inappropriate shocks for atrial tachycardia/atrial fibrillation, while the 5th shock was delivered at the timing of the r wave according to the electrocardiogram, but this shock accelerated the rhythm to a ventricular tachycardia. Ts noted that the next episode then occurred, but the previous episode was still in progress at the time of the onset of the next episode. The end of the episode was met due to under sensing. The device detected the rhythm as a new event as the end of the episode criteria was satisfied and the device delivered a shock and was able to terminate the arrhythmia. Currently the device settings were changed to a shock zone only 250 beat per minutes, which may delay arrhythmia detection. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This report is being filed to update the initial reporter facility name, initial reporter address, and initial reporter city.

Event description:
It was reported that a request for a review of device episodes was needed as the patient had received cardiopulmonary resuscitation (CPR) earlier that morning. Technical services (ts) reviewed the provided data and noted that one of the episodes showed an inappropriate shock while one of the episodes showed an accelerated rhythm to a ventricular tachycardia. The other reviewed episode showed an appropriate shock and was able to covert the patient arrhythmia. Ts noted that the arrhythmia between the two other reviewed arrhythmias could have been related to the patient receiving CPR but has not yet been evaluated as the stored data had not been provided. Based on the provided electrocardiograms there was a high-rate event which may have continued between the two reviewed episodes. No additional adverse patient effects were reported. Ts further reviewed the episodes in question and noted that in one of the episodes the device delivered five shocks which was the maximum in a single episode thus therapy was exhausted. After the fifth shock the device was still able to monitor the heart rate and detect end of an event criteria, but no tachycardia re-detection occurred for the therapy. Ts noted that the 1st to 4th shocks were inappropriate shocks for atrial tachycardia/atrial fibrillation, while the 5th shock was delivered at the timing of the r wave according to the electrocardiogram, but this shock accelerated the rhythm to a ventricular tachycardia. Ts noted that the next episode then occurred, but the previous episode was still in progress at the time of the onset of the next episode. The end of the episode was met due to under sensing. The device detected the rhythm as a new event as the end of the episode criteria was satisfied and the device delivered a shock and was able to terminate the arrhythmia. It was noted that CPR was performed around the time of event. Thus, the CPR administered was due to induced ventricular tachycardia/ventricular fibrillation (vt/vf) by 5th shock delivered. Currently the device settings were changed to a shock zone only 250 beat per minutes, which may delay arrhythmia detection. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a request for a review of device episodes was needed as the patient had received cardiopulmonary resuscitation (CPR) earlier that morning. Technical services (ts) reviewed the provided data and noted that one of the episodes showed an inappropriate shock while one of the episodes showed an accelerated rhythm to a ventricular tachycardia. The other reviewed episode showed an appropriate shock and was able to covert the patient arrhythmia. Ts noted that the arrhythmia between the two other reviewed arrhythmias could have been related to the patient receiving CPR but has not yet been evaluated as the stored data had not been provided. Based on the provided electrocardiograms there was a high-rate event which may have continued between the two reviewed episodes. No additional adverse patient effects were reported. Ts further reviewed the episodes in question and noted that in one of the episodes the device delivered five shocks which was the maximum in a single episode thus therapy was exhausted. After the fifth shock the device was still able to monitor the heart rate and detect end of an event criteria, but no tachycardia re-detection occurred for the therapy. Ts noted that the 1st to 4th shocks were inappropriate shocks for atrial tachycardia/atrial fibrillation, while the 5th shock was delivered at the timing of the r wave according to the electrocardiogram, but this shock accelerated the rhythm to a ventricular tachycardia. Ts noted that the next episode then occurred, but the previous episode was still in progress at the time of the onset of the next episode. The end of the episode was met due to under sensing. The device detected the rhythm as a new event as the end of the episode criteria was satisfied and the device delivered a shock and was able to terminate the arrhythmia. It was noted that CPR was performed around the time of event. Thus, the CPR administered was due to induced ventricular tachycardia/ventricular fibrillation (vt/vf) by 5th shock delivered. Currently the device settings were changed to a shock zone only 250 beat per minutes, which may delay arrhythmia detection. The device remains implanted.